Event description:
Pt says she sometimes draws blood when injecting into stomach. Requested a few extra needles with current order. Frequency: other, route: subcutaneous. Dates of use: (B)(6) 2018. The product is not compounded; the product is not over-the-counter product.